Event description:
It was reported that during the passage of the powerpicc smallvein nurse with training and certification, evidence of an anomaly during the passage of the powerpicc on the stylet. No in-patient migration, chest x-ray required to verify final location of smallvein PICC tip. Certified trained nurse, multiple uses of powerpicc refers no damage to stylet during cutting of catheter. No harm to patient. Additional information received september 2nd, 2024: it was reported, bd clinical specialist confirmed that the client identified a stylet breakage before the start of the procedure on the patient. It was confirmed that there was no harm to the patient. The catheter was inserted using imaging techniques using site rite and sherlock. After insertion, a chest x-ray was taken to confirm the catheter placement. The x-ray is considered a normal test related to the PICC insertion procedure.holdddd....

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken stylet was confirmed. The product returned for evaluation was one 3cg stylet and one tls stylet w/t-lock assembly. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). This additional stylet kinking resulted in a general curl in a similar direction. Measurements of the stylet tubing and magnet were taken and confirmed to be within specification per (B)(4) and (B)(4) respectively. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the passage of the powerpicc smallvein nurse with training and certification, evidence of an anomaly during the passage of the powerpicc on the stylet. No in-patient migration, chest x-ray required to verify final location of smallvein PICC tip. Certified trained nurse, multiple uses of powerpicc refers no damage to stylet during cutting of catheter. No harm to patient. Additional information received september 2nd, 2024: it was reported, bd clinical specialist confirmed that the client identified a stylet breakage before the start of the procedure on the patient. It was confirmed that there was no harm to the patient. The catheter was inserted using imaging techniques using site rite and sherlock. After insertion, a chest x-ray was taken to confirm the catheter placement. The x-ray is considered a normal test related to the PICC insertion procedure.